Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad trace no button error alarm noted. Unit had minor scratched display window, cracked case near display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 125 mg/dl. Customer stated that a button has been pushed for 3 minutes or longer. Customer stated that the buttons were unresponsive and she was unable to clear the alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.